Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 305 mg/dl. During troubleshooting, the customer stated the plunger would not move and she was unable to push insulin through the tubing. It was advised to change the infusion set and the reservoir; she was able to resolve the alarm and prime. The customer also mentioned having issues with filing the reservoir. She stated that insulin leaked at the transfer guard during filling. The product will be returned for analysis.